Event description:
It was reported that during implant of the right atrial (ra) lead there were multiple extensions and retractions of the helix due to inadequate sensing and thresholds. It was then seen under x-ray that the helix extended at an angle from the lead tip. The physician was concerned about the lead tissue contact with the bent helix, so the ra lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was noted that there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that the lead was returned with the helix distorted/bent. However, the helix was able to be extended and retracted within specification. .